Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert (lia) was triggered due to high rate- nonsustained episodes and elevated sensing integrity counter (sic). It was further reported there were elevated right ventricular (rv) lead thresholds, oversensing and possible loss of capture. A magnet was placed over the device by the emergency room physician with the plan to then change programming and turn off detections. Additional information obtained reported the detections were not turned off and no interventions were performed. The patient was found to be in a fast rhythm due to excessive self-medication. The lead remains in use. No patient complications have been reported as a result of this event.